Manufacturer narrative:
A sample device was not returned for analysis. Product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. The root cause has not been identified. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, the trailing haptic of the lens looked loose in the bag after it was implanted. The lens was removed during the initial procedure, and a new iol was implanted using a different model cartridge. The doctor suspects the initial cartridge could have caused the haptic issue. There was no patient harm.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for an evaluation. The lens was returned. Viscoelastic was dried on the lens. One haptic is broken inside the haptic insertion area. The optic is torn/cut from edge to center, typical of an insertion and removal. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified lens with an unspecified handpiece. The lens model and cartridge used are a non-qualified combination. Iol product history records were reviewed and the documentation indicated the product met release criteria. The cartridge was not returned for evaluation. The reported haptic damage was observed. The root cause of the lens damage is most likely related a failure to follow the dfu. The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).